Manufacturer narrative:
The biomedical engineer reports that the sample motor on the multi gas unit is not functioning properly. The exhaust port seems to be clogged. The device displays wave forms and readings and then intermittently the waveforms display an abnormal wave form. No patient harm was reported. Device was switched out with a working one. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer reports that the sample motor on the multi gas unit is not functioning properly. The exhaust port seems to be clogged. The device displays wave forms and readings and then intermittently the waveforms display an abnormal wave form. No patient harm was reported.